Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
The user turned on the subject device for the inspection before use. Then, the alarm sounded and the subject device was not started up. The user shifted from the laparoscopic procedure to an open surgery because the user could not use the subject device, and completed the procedure. No further information was provided.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc turned on the subject device and the reported failure phenomenon (the alarm sounded) could be reproduced. As a result of the investigation, omsc finally found that an electronic component mounted on the circuit board in the subject device was malfunctioned. The manufacturing record could not be reviewed because about twenty years have passed since the subject device was manufactured. Based on the investigation result, omsc determined that the failure phenomenon was caused by the malfunction of the electronic component due to aging-deterioration.